Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error ''syringe size not recognized ''. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to manufacturer: 12/11/2024. One device was received for analysis. Performed functional testing and reported problem was duplicated. Device failed testing. Visual inspection performed and found barrel clap guide inside top case was broken.